Event description:
A malfunction code was reported, but no notable events occurred prior according to the user. There was no adverse impact to the customer's blood glucose level since no specifics were given. The customer had previously experienced this issue, completed a pump reset, and resolved the problem.